Event description:
It was reported via legal documentation a patient had and initial left total knee arthroplasty. Subsequently, approximately four (4) years later, the patient was revised due to prosthesis wear and instability. It was noted the polyethylene component was discolored and fractured with pitting and delamination. The tibial polyethylene insert component was revised. No operative reports were provided. Additionally, it was reported via legal documentation the patient experiences and continues to experience pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage and bone loss.